Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient's vessels were severely tortuous, moderately calcified with severe disease progression. It was reported the final angiogram demonstrated a proximal type I endoleak. The physician inflated 2 non-complaint balloons, but was unable to obtain good stent graft apposition with the artery wall. Another balloon, reliant (MFR report number 2953200200700002) was inflated inside of the stent graft for post dilatation of the stent graft attempting to gain a better apposition to the vessel wall. The patient's arteries were narrow at the proximal aorta in the infrarenal area and then artery flared distally. One of the three balloons may have resulted in the perforation of the artery where the artery became narrow. The procedure was completed and the physician felt that the endoleak had resolved. The patient was sent to recovery in stable condition. While the patient was in recovery, the patient experienced a drop in blood pressure. The patient was brought back to the operating room. The physician elected to treat the patient with open surgical repair with a conventional graft. The patient was converted and sent to recovery; however, the patient expired later that night.

Manufacturer narrative:
H6: results: patient's condition affected effectiveness of device (severely tortuous, moderately calcified with severe disease progression). Inherent risk of procedure (arterial trauma/dissection/perforation). Conclusions: device failure/lack of the effectiveness related to patient condition (severely tortuous, moderately calcified with severe disease progression).